Manufacturer narrative:
Unit passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. Customer's blood glucose level was 100 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer received insulin pump error again while troubleshooting. Customer states that notification light stopped flashing immediately. Customer also states that battery cap damage. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.